Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. B5- the reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -9.50 into the patient's eye. Reportedly, "possible problems" and "I have a report from your complaint department". The lens remains implanted. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. B3: unk. D6a: unk. (B)(4).

Event description:
The reporter indicated that there is a possible issue for a 12.6mm vicm512.6 implantable collamer lens. No further information is able to be provided.